Event description:
It was reported that vns patient had an increase in seizures which occurred some months. It is unknown if the increase in seizures is above or below pre-vns baseline. It was also reported that the last system diagnostic test was ok. The generator was replaced on (B)(6) 2016 due to near end of service status. The review of the manufacturing records confirmed that the generator passed all functional tests prior to distribution. A battery life calculation using the available programming history showed approximately 0.4 years left until eos is yes. The explanted generator was returned to the manufacturer. Analysis is underway but it has not been completed to date. No additional relevant information has been received to date.

Event description:
The analysis of the explanted generator was completed and an end of service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The end of service status and no stimulation were duplicated in the pa lab. During the bench interrogation the pulsedisabled and end of service warnings were set. Follow up indicated that the seizure increase rate was below the pre vns seizure rate. The physician does not believe that this increase of seizures is related to the depleted battery as the patient always had good and bad phases. No medication changes occurred that could cause the reported increase of seizures. It was also reported that this slightly increase of seizures improved with the new implanted generator.